Manufacturer narrative:
The autopulse platform has not been received in complaint for investigation . A supplemental report will be filed when investigation has been completed. Not returned to manufacturer.

Event description:
The customer reported that the autopulse platform (serial # (B)(4)) was used on male patient weighing about (B)(6). The platform was deployed without any issues. During active operation, the autopulse platform performed approximately 15-20 minutes compressions and then stopped. No errors were noted. To troubleshoot the issue, the customer swapped out the battery and restarted the platform, but after a couple of minutes of compression, the platform stopped again. No patient consequence was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. The customer's reported complaint of autopulse of the platform stopping compression after 15-20 minutes was confirmed during archive review but not during functional testing. The platform potentially stopped compressing due to user advisory (ua) 28 (loss of clutch connectivity) and user advisory 29 (loss of brake connectivity). The two faults were not reported by the customer, and they both occurred on september 09 and not on september 19 as reported by the customer. During functional testing run in test with the 95% patient test fixture was performed for several hours. The platform did not exhibit any faults or error messages. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. However, the processor to power distribution board cable and the power distribution board were replaced to prevent reoccurrence. A review of the platform archive was performed and ua 28 and ua 29 messages were observed in the data log. Unrelated to the reported complaint, visual inspection of the returned autopulse platform was performed and found the encoder shaft was not turning smoothly. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).